Manufacturer narrative:
It was informed that surgiflo hemostatic matrix and surgifoam was used during the procedure. This report cover the product surgifoam. Please refer to report no.: 3008478369-2017-00004 for the surgiflo product. This is the final reporting of this event. (B)(4).

Event description:
On the 5th of july 2017 ferrosan medical devices a/s received information from distributor ethicon about an adverse event. The date of the procedure is unknown. "The doctor reported, via mir (medical information request), that surgiflo and surgifoam may have potential artifacts on imaging. The doctor used both the products during vaginal surgery to control bleeding. Was seen on ER and had a CT 4 weeks post procedure and now has a collection of 4cm on the place that the doc used surgiflo and surgifoam. Differential diagnosis hematoma/ abscess." This report cover the surgifoam absorbable gelatin sponge. Our reference no.: (B)(4). Distributors ref. No.: (B)(4).

Manufacturer narrative:
It was informed that surgiflo hemostatic matrix and surgifoam was used during the procedure. This report cover the product surgifoam. Clinical questions have been asked and we awaits more information. (B)(6).

Event description:
On the 5th of july 2017 ferrosan medical devices a/s received information from distributor (B)(4) about an adverse event. The date of the procedure is unknown. "The doctor reported, via mir (medical information request), that surgiflo and surgifoam may have potential artifacts on imaging. The doctor used both the products during vaginal surgery to control bleeding. Was seen on ER and had a CT 4 weeks post procedure and now has a collection of 4 cm on the place that the doc used surgiflo and surgifoam. Differential diagnosis hematoma/ abscess." This report cover the surgifoam absorbable gelatin sponge. (B)(4).